Event description:
Device 1 & 2 issue: failure to deploy - knot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after suture deployment, the knot failed to advance to the arteriotomy properly. The device was removed and a second proglide device was attempted with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot #81006-6h, is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.